Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's basal rate had been set too by the customer's healthcare provider. The customer's blood glucose (bg) level was in the 40s md/dl and candy was consumed to address the low bg. The customer consulted with the healthcare provider and the pump setting had been adjusted.